Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redp3137 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redp3137) have been reported from the same facility.

Event description:
It was reported "accucath catheter that we couldn't advance the wire to advance - kept buckling inside the barrel and then wouldn't deploy the safety retraction. When I pulled the catheter off the needle before putting it in the sharps container, the thing deployed and the wire looped and was partially sticking out of the barrel as was part of the needle." It was reported this occurred with two accucaths. This report addresses the second device.